Event description:
The user facility reported a 58-year-old female on an impella rp due to acute myocardial infarction. During support, the impella rp was alarming ¿placement signal not reliable¿ with intermittent loss of placement signal waveforms. There was no pa values noted on placement signal. The patient remains on support.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary placement signal issue: the cause of the issue was not established as no product or logs were returned for analysis.